Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 4351-35 lot# serial#: (B)(4) implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep indicating that the patient had reported pain at their office visit on (B)(6) 2017. The device was scheduled to be removed on (B)(6) 2018. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was experiencing pain in their abd omen, and a revision was scheduled for (B)(6) 2018. This event occurred since (B)(6) 2017. It was unknown if any factors may have led to this issue. There were no further complications reported as a result of this event.